Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient had an MRI, motor stall occurred, then a motor stall recovery occurred. There were no reported symptoms. No complications were reported. Pump logs were received. A motor stall occurred on (B)(6) 2018 at 17:14. A stopped pump period may exceed tube set message occurred on (B)(6) 2018 at 17:14. A motor stall recovery occurred on (B)(6) 2018 at 13:23. Additional information was received. The patient hadn't suffered any withdrawals or signs that they weren't receiving [drug] for a period of 24 hours. Patient was now doing well and the pump seemed to function normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The name of the initial reporter was received. It was stated the motor stall recovered without any effect to the patient. It was simply reported because the hcp was unsure about the logs. It was reported a contributing factor to the event was the patient underwent an MRI. No action had been taken with the patient, as their pump returned to normal and they were receiving the appropriate therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number was provided. The pump was implanted on (B)(6) 2014. The motor stall recovery did show immediately after the pump was interrogated on (B)(6) 2018. It was stated the cause of the event was the MRI the patient had. The patient was receiving therapy and was happy with their pump.